Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The lot number was unk, therefore the date of MFR cannot be determined.

Event description:
Covidien sales rep reported for his customer that a maxa-ns sensor was providing low or erratic spo2 readings when in use with a philips mp50 monitor. Spo2 would show 93-94%. The staff would compare this reading with reading taken with a nellcor n595 and ds100a sensor which would show higher spo2 (exact numbers unk). It was unk how long sensor was in use or how sensor was placed on pt. No pt harm reported.